Manufacturer narrative:
There is no evidence of a device malfunction. Facility staff attributed the reported blood loss to access issues. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has provided additional training regarding the patient's access. There have ben no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. It was reported the patient's venous needle had come out during a routine hemodialysis treatment. Facility staff stated that by the time they contacted nxstage for rinseback assistance both needles had come out. Rinseback of the patient's blood was not completed resulting in an estimated blood loos of 190cc. No medical intervention was required.